Event description:
I had my tubal ligation in 2012 using filshie clips. Early in 2015, I started experiencing severe lower abdominal pain. After many tests and not knowing what was wrong, my doctor did a diagnostic laparoscopic surgery and found that both of my clips had migrated off of my tubes. The one on my right had moved into my lower abdomen, causing the pain. The left one was not able to be removed and is still lodged behind my liver. I suffer ptsd and severe anxiety related to my health now that I did not have before.